Event description:
It was reported that this pacemaker was attempted implant due to product performance issues. Product returned to boston scientific. No additional adverse patient effects were reported.